Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a solicited report by a pharmacist and physician from (B)(6) (local reference # (B)(4)) of fever and peritonitis in a male patient (age unreported) coincident with extraneal viaflex and nutrineal therapy. On an unknown date, the patient started treatment with extraneal viaflex and nutrineal, (frequency and dose were not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). The first week in (B)(6) 2011, the patient was diagnosed with peritonitis manifested by very intense abdominal pain, very cloudy and purulent effluent, and fever. The patient was hospitalized in the first week of (B)(6) 2011 for the peritonitis. On an unreported date, the extraneal and nutrineal were withdrawn. The patient was started on physioneal (dose, frequencies and lot number was not reported). Remedial antibiotic therapy was started but no further information was available. The patient was recovering from the peritonitis and the fever. Medical history and concomitant medications were not reported. The reporter believed that the events of fever and peritonitis were possibly related to the extraneal and nutrineal therapies.